Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (rep) reporting that the handset started getting real slow again. The patient rep stated that they called in about half a year ago and they showed them how to do a data dump to speed up the personal therapy manager (ptm). The patient rep stated that it slowed down again about a month after clearing the data. Agent walked patient rep through clearing data. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. The patient¿s representative reported that the patient was allowed 5 boluses a day and when the patient bolused, the handset froze at 90% for 10 minutes or longer. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag.

Manufacturer narrative:
Continuation of d10: product ID a820, serial #: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.